Event description:
Litigation alleges patient had pain and high levels of toxic metals after asr hip implant.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dor, dob, side, information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint updated (B)(4) 2013.

Event description:
Update rec¿d 5/5/2014 - medical records received. Patient revised to address a pseudotumor. Upon revision, graybrown fluid and osteolysis were noted. The information received does not change the MDR decision. This complaint was updated on: 06/24/2014.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
(B)(4). There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.